Manufacturer narrative:
Age of device: 4 years, 6 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that patient was readmitted to the hospital due to gastrointestinal (gi) bleeding with unspecified symptoms. An endoscopy performed on (B)(6) 2018 showed arteriovenous malformations (avm) and ulcer. The patient underwent treatment including blood transfusion. It was reported that the patient had a history of gi bleeding and low flows. Additional information was requested to customer but not yet provided. No additional information was provided.

Manufacturer narrative:
Device evaluation: the relevant sections of the device history records for (B)(4) (documents #146670, 148081, and 148975) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 26nov2014 via customer order (B)(4). A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Analysis of the submitted log file confirmed several low flow events that triggered the low flow hazard alarm, as well as a single yellow wrench advisory alarm. The yellow wrench advisory alarm occurred during an lcd fault and prompted a ¿replace system controller¿ message to display. The lcd fault resolved itself, and no further action was necessary. Transient power and flow elevations were noted during pi events. The center reported that the patient was admitted for a gi bleed. It was reported that two hemoclips had been placed at a site of previously diagnosed ischemia during a colonoscopy on (B)(6) 2018. An endoscopy was performed and revealed arteriovenous malformations (avms) and an ulcer that were subsequently treated. The patient received a blood transfusion, the bleeding resolved, and the patient continued on coumadin and aspirin. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Expiration date and manufacturing date, respectively, were inadvertently omitted from the previous report.